Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. An infusion set tubing change was performed; however, the customer was only able to fill the tubing half way. Tandem technical support instructed the customer to load a new cartridge and was able to complete the fill tubing process successfully. There was no impact to the customer's blood glucose level.